Event description:
Using the dexcom g6 with my insulin pump, the dexcom sensor started to indicate that the battery was dying in the 30 day period. On (B)(6) 2021 the transmitter died and had no power left on day 38 of a 90 day sensor. After multiple attempts to get a reconnect, I contacted dexcom and have heard nothing back since. My blood sugar has not been over 300 for years but it has been spiking higher than that since the transmitter stopped functioning. Finger sticks while sleeping is not possible. FDA safety report ID# (B)(4).